Manufacturer narrative:
Customer letter ((B)(4)) was sent (B)(4) 2005 to all customers to inform them of an issue when using ortho summit sample handling system for microplate antibody screening tests. Ocd received increased reports of sample not being dispensed during the pipetting of a plate, in some cases; the appropriate error code was not generated. This increase in no sample no error (nsne) events was observed primarily during the pipetting of microplate antibody screening tests. The customer was instructed to refer to the ortho sample handling system user¿s guide recommendation to visually inspecting each plate during pipetting for proper delivery of sample and ensure that they follow the existing instructions documented in the guide. (B)(4).

Event description:
Problem statement: customer is complaining about: customer reported that no reagent was pipetted into well s a12, b9 and b11 dispensed while pipetting of hbc. Kit lot was not provided. Plate ID was (B)(4). No fluid was dispensed. Error was not generated by the summit. Tip lot was not provided. Customer aborted the plate, no erroneous results reported. The customer repipetted the samples on another device successfully. Problem description: issue started on: (B)(6) 2013. Frequency: once. Error occurred during: testing. Was any action performed which could lead to the error: na. Other error code: na. Other relevant details: na. Trace/log files from instrumentation: na. Troubleshooting: not needed. Detail any action performed by the customer before calling: na. Detail any maintenance: na. Plan of action: service. Anticipate that service provided by fe will resolve problem/issue. Customer satisfied. No further action by cts required. After hours rollover received (B)(4) 2013.